Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 3.1, 1.0 and 2.9. Pt self tester observed an inr=3.1 on (B)(6) 2013. When testing on (B)(6) 2013, the pt self tester observed and inr=1.0. Testing was performed while on the phone with technical svc rep and the result was inr=2.9. The inr= 2.9 was less than one hour from the inr= 1.0. Pt self tester's therapeutic range is 2.0-3.0.

Manufacturer narrative:
The 1.0 and 3.1 inr were excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 2.9, 2nd inr = 1.0, mean = 1.95, sd = 1.34, %cv = 68.9. Since % cv is more than (B)(4), the test failed the criteria for precision. In-house therapeutic donor testing has been performed on reported lot 312527 on (B)(6) 2013. Results as follow: donor: 212, inratio: 1.9, 1.7, 1.6, reference: 1.63, bias threshold: 1.13 - 2.13, %cv: 8.81. Donor: 202, 2.7, 2.9, 2.9, 3.43, 2.43 - 3.43, 4.08. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #312527 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.